Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7122279.

Event description:
It was reported that the patients lead had migrated. The patient underwent a procedure wherein the leads were revised and remain implanted. The patient was doing well postoperatively.